Manufacturer narrative:
This report is submitted on october 14, 2021.

Manufacturer narrative:
This report is submitted on september 03, 2021.

Event description:
The device was explanted (B)(6) 2021 due to tip foldover. The patient was reimplanted with a new device during the same surgery.